Event description:
It was reported the pt experienced ineffective stimulation in her right arm. Diagnostic testing revealed invalid and low impedances on several contacts. X-rays taken revealed the connectors into the ipg had pulled out. During the revision surgery the physician found the extension was twisted. The physician explanted and replaced the extension. The pt reported effective stimulation coverage post operatively. Note the pt received two extensions from the same lot number. Only one of the extensions was explanted during this procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.